Manufacturer narrative:
The reported field event of difficulty rotating the set screw was not confirmed in the lab. The device was tested on the bench and no anomalies were found. The cause of the reported field event could not be determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-17781. It was reported that the patient was scheduled for a rv lead revision due to increased capture thresholds. During the procedure, the screw on the rv lead was easily retracted, but the lead reached a point of resistance in the ra. Mechanical extraction tools were used to get past this point. There was a tear in the subclavian vein during revision, so actions were taken to ensure patient stability. Pressure was maintained, and the vein was repaired. The rv lead and device was replaced. The patient was stable at the end of the procedure.